Event description:
It was reported that during the implant procedure, the set screw of the pacemaker was stripped and can't be tightened. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of could not tighten the ventricle setscrew was confirmed. Analysis revealed incorrect torque wrench insertions were being made into ventricular-setscrew by its user during the implant procedure. The problem was caused by the user¿s incorrect use of the torque wrench.